Event description:
It was reported that the lead exhibited 60 noise episodes. The lead was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was abraded at 41.0 cm to 41.3 cm from the connector pin which exposed the coil and likely contributed to the reported noise. Abrasions are consistent with constant friction with another implantable device.